Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of erratic blood results. Performed back to back blood test, 409 mg/dl and 388 mg/dl. Normal range is generally from 220 mg/dl to 300 mg/dl. Reviewed the last 5 blood results: 149 mg/dl on (B)(6) 2014 at 10:03pm, 156 mg/dl on (B)(6) 2014 at 10:02pm, 382 mg/dl on (B)(6) 2014 at 9:59pm, 361 mg/dl on (B)(6) 2014 at 9:59pm, 432 mg/dl on (B)(6) 2014 at 9:54pm. Based on error grid analysis of the back to back meter results recorded in memory as erratic (149,432). The complaint is reportable (zone c). No adverse event reported.